Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 11/18/2014, electrode belt: 08/28/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was unconscious at the time of passing. Review of the download data, indicates the patient received seven inappropriate shocks in response to low amplitude oversensing. The patient was in asystole with motion artifact and low amplitude oversensing at the time of the first inappropriate treatment at 10:20:26. The patient's post shock rhythm was asystole. The patient experienced inappropriate treatments two and three at 10:21:29 and 10:22:03. The patient's rhythm at the time of treatments two and three was asystole with low amplitude overseeing, and the post-shock rhythm for both treatments was asystole. Treatments four, five, six, and seven occurred at 10:22:58, 10:23:38,10:24:14, and 10:25:39. The patient's rhythm and post-shock rhythm was asystole. Response buttons use can been seen from 10:26:09 to 10:26:19. It is unclear who was pressing the response buttons. The patient passed away on (B)(6) 2020.